Event description:
It was stated that the insulin pump alarmed motor error after being exposed to an MRI. Troubleshooting was performed, and the insulin pump did not pass the displacement test. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.